Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer booted up to blue error screen. Hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis also found the system fan was noisy and the stylus cable insulation was damaged but functional. (B)(4) .

Event description:
It was reported the programmer will not move past blue error screen at boot up. The programmer was returned for repair. No patient c omplications have been reported as a result of this event.